Manufacturer narrative:
The affected device was returned to the distributor on 05/15/2019. The device is under testing by a servie provider of infutronix.

Event description:
Infutronix received an under-infusion issue of the device from a distributor on 06/06/2019 that "there was 15ml left in the bag. Pump read that there was only 6.8ml left with 3 hours 11min left." No patient was harmed. Medication used at the time of the event was 5fu. No patient information was provided to infutronix.

Manufacturer narrative:
The reported issue was not confirmed. Last infusion parameters on the pump were 100.0ml vtbi at a rate of 2.2ml/hr. Event history log showed that the infusion was manually paused at under 46 hrs which prematurely stopped the infusion. The flow rate test showed the pump tested to specification with a flow rate accuracy of -3.4% which is within specification. The test was completed on (B)(6)2019.

Event description:
This is a follow-up for the initially filed MDR (3011581906-2019-00013).